Event description:
Called to room by rn and ventilator was found to not be delivering a respiratory rate though it had been set to a respiratory rate of 10. The screen was blinking. I put the rate back to 10 and the ventilator went back to a rate of 0 and flashing on the screen. Oxygen saturation was approximately 97 percent. Pt was taken off the ventilator and bagged with 100 percent fraction of inspired oxygen, until the ventilator was changed. This malfunctioning ventilator had been calibrated prior to pt use. Biomedical engineering has the ventilator and will run the device through the testing procedure.